Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a foreign material was found in the sterile packaging. During unpacking of a 16 x 90 mm x 75 cm wallstent-uni¿ endoprosthesis, a hair was found inside the internal sterile packaging upon opening the box. The sterile package was never opened and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was received with the carton and outer pouch open. The inner pouch containing the tray was fully sealed and not opened. Foreign matter that had the characteristics of a hair was identified inside at the distal end of the sealed inner pouch. The investigator identified a follicle at the base of the foreign matter indicating that the fm is most likely a hair particle. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. Bsc ID #: (B)(4), tw#: (B)(4).

Event description:
It was reported that a foreign material was found in the sterile packaging. During unpacking of a 16 x 90mm x 75cm wallstent-uni¿ endoprosthesis, a hair was found inside the internal sterile packaging upon opening the box. The sterile package was never opened and the procedure was completed with another of the same device. No patient complications were reported.